Event description:
Home pt (pt) contacted baxter's technical service center for assistance in priming the pt's homechoice set. In speaking with the hp, the operational service rep (osr) was informed that the hp had problems priming the previous night and "got air inside the pt". Reportedly, hp felt bloated. No medical intervention was indicated at the time of the initial report. No further detailed info is available.